Event description:
(B)(4). Essure was implanted in (B)(6) of 2010. Prior to essure, I was a very healthy adult. I took no prescription meds. Other than being slightly overweight, I had no "abnormal" health issues. Symptoms/side effects/adverse events since then: fatigue, the inability to lose weight, decreased focus (brain fog), memory loss, headaches, cramping, heavier bleeding and clotting during menstrual cycles, bleeding after intercourse, abnormal bleeding (3+ months), abnormal endocrine blood panel, bloated abdomen, pain in breasts, mood swings, decreased libido.